Manufacturer narrative:
Clinical review: a temporal relationship may exist between the ccpd therapy with the liberty select cycler and the patient¿s death. At the time of this clinical investigation, there is no allegation or objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. Based on the available information, the cause of death cannot be determined. However, the patient had significant risk factors including cardiac disease with associated hypertension, which is a well-known contributor to mortality in the setting of end-stage renal disease. Additionally, contributing factors such as diabetes can exacerbate cardiac and renal dysfunction and present a poor prognosis of survival. There were no documented allegations or objective evidence a fresenius product deficiency or malfunction caused or contributed to the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy had expired. It was not confirmed if the patient¿s death occurred during ccpd therapy on the liberty select cycler. There were no specific allegations of any fresenius product issues related to the patient¿s death. Upon follow up with the pd registered nurse (pdrn), it was confirmed that the patient expired at home (B)(6) 2020 and the cause of death was unknown by the outpatient clinic. The pdrn could not confirm if the patient was connected to the cycler at the time of death, however suspected the patient was undergoing ccpd a as the patient expired while asleep during the nighttime, typically when the patient utilized the liberty select cycler. There were no reports of cycler alarms or product related issues on the day of this patient¿s passing. It was reported that the patient¿s death was more than likely attributed to a multitude of comorbidities, including extensive cardiac disease (exact diagnoses not provided), hypertension, diabetes mellitus type 2 that resulted in a below-the-knee amputation, anemia and end-stage renal disease (esrd). There is no report that an autopsy will be performed and the patient¿s death certificate and esrd death report were requested but not available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.